Manufacturer narrative:
Ethnicity and race: unknown, as information was not provided. Date implanted: not applicable, as the iol was not implanted. Date explanted: not applicable, as the iol was not implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was partially inserted and removed from the patient¿s ocular dexter (right eye) due to bent haptic. It was confirmed the lens was not stuck in the cartridge. There was no medical intervention, no surgical intervention, and no patient injury. A non-johnson & johnson iol was used to complete the procedure. Patient outcome post-procedure was reported as doing fine. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 03-oct-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing). The lens was cleaned and, a tear on the iol could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue ¿haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.